Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. While the patient was in pre-operation, the atrial lead was undersensing the patient¿s atrial fibrillation. The lead was capped and replaced. The patient was stable.